Event description:
Related to tw (B)(4). The hospital reported that while doing a radial, the vasoview hemopro 2 would not cut thru the facia. It was heating but not cutting thru. They said that the jaws were misaligned/offset. This issue occurred with four kits. Cords, generator, adapter and the power ac cord were changed out, but the issue continued. There were no reports of blood transfusion or intervention. There was a procedure delay. They had to go open procedure to finish the case. There was no report of the patient's condition.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. Corrected section: d10. The lot # 3000476621 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.